Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. The product was used for urological care. Sample has been evaluated, and it was observed that there is a red smear stain on catheter tip. Based on the microscopic examination, the red smear stain was attached only to the outside layer and not embedded. Comparison with a control sample indicates that the red smear stain could be from permanent red marker pen. However, the exact cause of how and when the problem occurred could not be determined. A potential root cause for this failure could be due to (example: defect contributed by vendor/improper handling/unclean machine / working area). A review of the device labelling has been conducted for investigation purposes and found adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, after opening the product, there was something red and stain-like on the tip of the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, after opening the product, there was something red and stain-like on the tip of the foley catheter.